Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device at the resmed service center in (B)(4). The reported self-test failure could not be confirmed however, the investigation found the device flow sensor value outside of it's expected range. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4). Note: at the time this self-test complaint was reported to the manufacturer it was assessed as being a non-reportable event. The investigation identified new information to change the assessment to reportable.

Event description:
It was reported by resmed (B)(4) that while an astral device was being tested before patient use, it failed to complete its internal self-test. The device was not in use when the fault occurred, therefore, there was no patient involvement.